Event description:
In 2009, the pt called for assistance with changing the insulin cartridge. He had inserted the insulin cartridge without first performing the proper steps. He was instructed to turn the infusion device upside down and to allow the insulin cartridge to slide out of the cartridge compartment. He instead pulled the insulin cartridge from the cartridge compartment and the plunger became stuck to the piston rod. A small amount of insulin spilled into the cartridge compartment and he dried it with a cotton swab. He was instructed how to remove the plunger from the piston rod and he was assisted with performing the cartridge change procedure. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.